Event description:
End user was in his room sitting at a desk when he claims that the arm rest broke and he hit his face on the desk. No further details were provided. It is unclear what the end user was doing when the arm rest broke. The product was six months old when the arm rest broke. No medical attention was sought. The end user sent in pictures that showed an abrasion on the upper left forehead. This abrasion did not require sutures and he did not seek medical attention. Additional investigation is ongoing and a supplemental report will be filed, should new information be brought to light at that time.